Event description:
It was reported that a dissection occurred. The 62 mm x 2.25 mm target lesion was located from the proximal to distal left anterior descending artery (lad). The target lesion was pre-treated using a 2.75 mm x 30 mm wolverine cutting balloon and non-compliant balloon angioplasty with 30% residual stenosis and timi flow of 3. The target lesion was then successfully treated with 2.00 mm x 40 mm and 3.00 mm x 40 mm agent dcb balloons resulting in 20% residual stenosis and timi flow of 3. Following treatment with the agent devices, a type c dissection was noted and additional intervention was required. The patient was discharged from the hospital.

Event description:
It was reported that a dissection occurred.the 62 mm x 2.25 mm target lesion was located from the proximal to distal left anterior descending artery (lad). The target lesion was pre-treated using a 2.75 mm x 30 mm wolverine cutting balloon and non-compliant balloon angioplasty with 30% residual stenosis and timi flow of 3. The target lesion was then successfully treated with 2.00 mm x 40 mm and 3.00 mm x 40 mm agent dcb balloons resulting in 20% residual stenosis and timi flow of 3. Following treatment with the agent devices, a type c dissection was noted and additional intervention was required. The patient was discharged from the hospital.

Manufacturer narrative:
Investigation results:device analysis findings:the device was not returned for analysis; therefore, a technical analysis could not be performed.device history record (DHR) review:it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event.labeling review:review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.risk review:a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.investigation conclusion:this investigation is assigned a conclusion code of known inherent risk of device. It was reported that a dissection occurred. Dissection is a known inherent risk of the device and are listed in the IFU and risk documentation as potential outcomes of using an agent device. The unexpected medical intervention was likely a result of procedural complications.